Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) using an unknown strip lot compared to the doctor's roche meter with an unspecified serial number . The date of event is not known. The result from the doctor's roche meter was either 4.1 inr or 4.5 inr. The result from the customer's meter was "in the 3's inr" it is not clear which results were believed to be correct. This medwatch will cover the customer's unknown strip lot. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 29779012 used with the doctor's meter. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is in good condition. There was no allegation that an adverse event occurred due to these results. The customer is not anemic, does not have anti-phospholipid antibodies and it not on heparin or other direct thrombin inhibitors. The product was requested for investigation.